Manufacturer narrative:
Investigation summary: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Investigation conclusion: problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device.

Event description:
It was reported that the device exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed normal device function. The device battery was consuming more due to fast atrial sensing. Technical services recommended to change the device setting to minimize power consumption. The device remains implanted and in service. There were no patient complications or adverse effects reported.